Event description:
The pump was returned for investigation. Investigation revealed a dim and discolored display screen and a keypad response issue with evidence of contamination. This report is made based on results of investigation completed on 10/11/2013. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 10/11/2013 with the following findings: during investigation, the display screen was found to be dim and discolored. A test display was installed and displayed properly. Additionally, the contrast and up arrow keypad buttons were found to be intermittently unresponsive during testing. The keypad cover was returned intact; however the cover was removed and evidence of contamination was found under the up arrow, down arrow, and contrast key contacts. Unrelated to the keypad and display issues, the battery compartment was found to be cracked and the battery cap had stripped threads. Additionally, the audio bolus button was returned torn however the button was responsive. (B)(6).